Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The joystick was returned for evaluation, and subsequent testing verified the complaint. The unit is driving slow and surging. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states it is slowing down and picking back up. Bucking like a bronco. Changed the joystick out and no problems found.